Manufacturer narrative:
No malfunction discovered. The end user was not clear on what happened, however, it is most likely the incident occurred when the user attempted to exit the power wheelchair, stood on the footplate or leaned on the armrest and fell. Additionally, the end user was not wearing the seat belt at the time of the incident. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over or falling from the power wheelchair, do not stand on footplate. Do not put weight on footplate, armrest or controller while getting into or out of the power wheelchair." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: do not reach over the back of the chair or lean excessively forward or sideways."

Event description:
The end user's daughter reports that while operating the power wheelchair in the bathroom the user lost control of the power wheelchair and fell. The end user was not using the seat belt.